Event description:
Terumo received the following information: it was reported that the product was not used in clinical practice. When the guidewire was pulled out before use, the distal end was fractured. There was no patient involvement. The procedure outcome was not reported. There was no patient harm reported.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E3: occupation: unknown. Investigation result returned device. Only the main body of the guidewire. The wire strand had been exposed at the distal end. Appearance confirmation: a shape that seemed to be torn off was observed in the outer layer of the fractured part. The wire strand had been approximately 2 mm exposed at the distal end of the fractured part. The coil had been elongated near the fractured part. It had been abraded at approximately 15 mm from the distal end. The outer layer had been elongated over approximately 2mm to 15mm from the distal end. No visible anomalies such as abrasion or deformation were found in other parts.appearance confirmation: actual device, current product. A fixed size cut mark, which is caused during the strand cutting process, was observed on the top surface of the strand. Dimensions: the outer diameter (normal part): it met the factory's specifications. No anomaly was found.length of defect: main body of the actual guide wire: approximately 4493 mm. Current products: approximately 4500 mm. It was not possible to clarify the defect length due to the significant elongation of the actual device. A fixed size cut mark was observed on the top surface of the wire strand of the actual device and current product. It was considered that there was no defect in the wire strand. History investigation of the product code involved and lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation test: the removal operation was performed with the distal end grasped strongly while the wire was stuck without removing the wire clip. The outer layer at the distal end was fractured and the wire strand was exposed. The distal end of the outer layer had a torn-off shape. A fixed size cut mark was observed on top of the wire strand. This was thought to be like the condition of the actual device. Cause of occurrence: based on the investigation results, from the condition of the actual device and the simulation test, it was inferred that this case might have been caused since the removal operation was performed without removing the wire clip. However, since the details of the procedure were unknown, it was not possible to clarify the cause of the occurrence. In addition, the defect length could not be clarified since the actual device was significantly elongated. In addition, no anomaly was found in the history investigation result of the involved product code/lot number. Relevant instructions for use (IFU) reference: remove the wire clip from the holder. Holding the guidewire, push the guidewire in the direction of the inserter to take out the guidewire from the holder. Do not pull the guidewire toward where the wire clip was attached. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.